Event description:
It was reported the er320 was during a laparascopic cholecystectomy. The clip did not close completely from head to toe. The legs were slightly off set. The surgeon decided the ligation was satisfactory but expressed dissatisfaction with the device. There was no consequence to the pt.

Manufacturer narrative:
Visual inspection & results: clip in jaws; yes. Damaged jaws; no. Damaged cutter; na. Damaged feed bar; no. Damaged floor; no. Damaged handle shrouds; no. Damaged other; no. Damaged tip shrouds; no. Damaged trigger; no. Damaged tube; no. Damaged weld seams; no. Functional tests & results: antibackup functional; yes. Firing; feed conform; yes. Firing; form conform; yes. Jaws; hold clip; yes. Jaws; inside width at tips; .183. Lockout functional; yes. Number of clips fed and formed; 8. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Strive to understand each incident as it occurs in order to continuously improve products.